Event description:
Patient phoned in morning to state she did not think her medication via infusion pump had infused. Upon arrival to office, pump was "soft" but not deflated at a "normal" rate. Pharmacy determined, by measuring pump circumference, that approximately 10% of medication had infused. New order written by dr (B)(6) and new pump set up and dosage. Pump connected as per protocol and patient sent home. Returned next day for disconnect and pump had functioned properly. Spoke with I-flow clinical help desk on (B)(6) 2013 when determined that pump had malfunctioned. Complaint filed with company and return kit to be sent to pharmacy for return of pump for further investigation of cause of malfunction.